Manufacturer narrative:
(B)(4). The device has not been returned for analysis; therefore the complaint could not be determined. It was reported that the the lipiodol/glue mix plymerized too quickly in the proximal tip of the microcatheter and occluded the microcatheter. Per apollo IFU: - never advance or withdraw an intraluminal device against resistance. Excessive force against resistance may result in damage to the device or vessel perforation. - if flow through the catheter becomes restricted, do not attempt to clear the device by high pressure infusion. Remove the catheter and replace it with a new catheter. Excessive pressure may cause catheter rupture, possibly resulting in patient injury.

Event description:
Medtronic received a report that during an aneurysm infusion procedure, the lipiodol/glue mix polymerized too quickly in the tip of the apollo microcatheter and the tip broke. The lipiodol/glue mix polymerized to quickly in the tip of the apollo microcatheter and in the tips of the 1 ml syringes used, instead of polymerizing in the intended treatment location. The proximal tip of the microcatheter and one of the syringes broke because of the polymerization. The mix wasn't completely introduced into the microcatheter and it wasn't degraded by the polymerized mixed. The procedure was suspended and rescheduled and the patient is not having any consequences related to his aneurysm until the next procedure.